Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, h6, h1, h2, h3, h6, h10. Ultra 360 patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with both handles out of adjustment and both shock cushion worn. This unit is beyond integra's 7 years recommended life cycle (manufactured in 2011).

Manufacturer narrative:
Additional information received indicated that mayfield patient positioning system (a2009) had moved during a cervical spine fixation surgery. The device moved down a little (in the floor direction), so the fixation was made in an increased bending of the neck. They had to redo the surgery. No further patient impact was reported.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A biomed technician reported that one of the two handles on the mayfield patient positioning system (a2009) does not close well. There was no patient involvement and no delay in surgery.